Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, upon insertion of the trocar into the pre-peritoneal space, the surgeon noticed the seal was leaking air. As the user continued the procedure, it was advised that the cannula broke during insertion into the abdomen and plastic shards had to be removed from the patient which were collected and sent back with the port. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that that the device spiked trocar was received. The obturator was received. The circular seal was cut with a piece disengaged and not received. The duckbill seal, cannula and the flanges of the anchors appeared intact. Functional testing found that the device passed an air leak test. It was reported that the seal was damaged, it has leaks and trocar was damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the device is has contact with a surgical instrument during a clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: to prevent seal damage, the woodford spike¿ trocar or other instruments should not be introduced into the trocar cannula at an angle. Use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadvertent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.